Event description:
Pt brought to or holding room with kangaroo nasogastric feeding tube in place. X-ray for placement was confirmed by dr and the decision was made to remove the guide wire from the kangaroo ng tube. Dr attempted to remove the wire. After several attempts, dr was notified of the resistance and the decision was made to remove the entire kangaroo ng tube. Upon inspection, the kangaroo ng tube was intact after removal.